Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low blood glucose. The customer stated the insulin and carb ratio was reduced in his insulin pump. He had kidney failure, but it has improved. The customer's blood glucose was 12mg/dl, due to kidney function. The customer declined to troubleshoot.